Event description:
The user received erroneous ion selective electrode (ise) results for one patient sample. Of the data provided, the sodium result was erroneous and reported outside the laboratory. The original result was 149 mmol/l with a data flag and was reported on (B)(6) 2011. Due to previous issues, the laboratory repeated testing on all flagged ise results. The original sample tube was pulled on (B)(6) 2011 and repeated on same instrument. The repeat results were 144 and 141 mmol/l. A corrected report of 144 mmol/l was sent to the doctor on (B)(6) 2011. A sample from original tube was sent to a reference laboratory on (B)(6) 2011 and the result was 137 mmol/l. The patient was not treated based on the erroneous result and was not adversely affected. The lot number of the sodium electrode was not provided. The field service representative determined there was contamination. He decontaminated ise 1 and 2. To verify the analyzer operation, he ran precision testing with results within range. The user ran calibration and quality control with results within range.

Manufacturer narrative:
A specific root cause could not be identified. Addtional information and data were not provided for further investigation.